Event description:
The lead was not providing proper stimulation to the pt. The lead was revised. After surgery, the pt experienced severe bleeding that required hospitalization. During the hospitalization and subsequent procedures to stop the bleeding, the implantable neurostimulator battery overdischarged; the device would not communicate with any of the external hand held devices. Several physician mode recharges were done and the device was able to be recharged. The pt was to be seen in clinic for neurostimulator programming.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.